Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly. Customer's blood glucose was within range (value not provided). Reportedly, customer charged battery and resumed pump therapy. Although requested, additional information was not provided.